Manufacturer narrative:
The involved device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact the patient''s weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient''s comorbidities. UDI: (B)(4).

Event description:
A report was received on 31 jan 2023 from the home therapy nurse (htn) of a 52 year old female patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient was hospitalized (B)(6) 2023 due to fluid overload. Additional information was received on 09 feb 2023 from the home therapy nurse (htn) who stated the patient presented to the hospital with increased blood pressure (nos), swelling of her extremities, and difficulty breathing. The patient was admitted (B)(6) 2023 for fluid overload and hyperkalemia and discharged (B)(6) 2023. The patient received dialysis treatment in hospital with no report of additional medical intervention being required. Following the event the patient has recovered without sequelae and resumed treatment with the nxstage system.